Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging cable fits loosely into the usb port, however the pump still charges when pump is down on a surface. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.